Event description:
A customer reported an experience of a low blood glucose (bg) event, with levels dropping between 50-55 mg/dl, which was managed by consuming glucose tablets. Cause was not known. It was noted that the control-iq feature was turned off during the incident. The customer was able to upload pump data and was advised to consult a healthcare provider to discuss potential factors affecting blood glucose levels, which the customer acknowledged and understood.